Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reports that customer's insulin pump is malfunctioning. It is reported that insulin pump is "frozen". Customer was not present, therefore troubleshooting could not be performed. Customer's mother will call back when the pump is available. No further information provided.